Event description:
Primary stability achieved, no osseointegration. 4 implants were placed directly with temporary prosthetics (all-on-4). Inadequate bone quantity. About 5 weeks after placement, patient came with pain because he bit into a piece of chicken. Investigation showed 2 failed implants, probably caused by biomechanical overloading which resulted in fibrointegration. Same patient as (B)(6).